Event description:
The doctor attempted to use the reflexion catheter but it would not curve as designed either inside or outside the patient's body. The catheter was removed from the patient's body and replaced with another reflexion catheter which functioned appropriately. The patient was not injured.